Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose unknown) via an implanted pump. The baclofen lot number, the patient's medical history, and other medications the patient was taking at the time of the event were unable to be obtained. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. On (B)(6) 2016 the patient presented to the emergency room (ER) lethargic with a pulse rate in the "30s". The mother stated to the ER doctor that ever since the last refill on (B)(6) 2015, the patient had wanted to sleep more. The ER doctor wanted to have the pump turned off and the doctor was cautioned about withdrawal. The patient's doctor and mother decided to take the patient to transfer the patient to another ER. It was unknown at this time what led to the event. The patient was being sent to the ER and no interventions/actions had taken place at this time. The issue had not been resolved at the time of this report. The patient had also been vomiting blood and had very low hemoglobin and blood pressure. Additional information was received on 2016-01-19 from the physician's nurse via the company representative. The information was initially reported to the company representative by the registered nurse (rn) at the hospital. The patient was in the hospital for about 12 days. The physician couldn't determine what was causing the patient's issues or symptoms. Nothing was done diagnostically but they did decrease the patient's dose gradually to 608mcg/day. The original dose was unknown but the nurse thought this was about half of what the original dose was. The patient had not had any more "episodes". There was no mention of vomiting blood or low hemoglobin while in the hospital and the representative stated it was perhaps information not about this patient since nothing was mentioned about this while the patient was in the hospital. The nurse indicated that with the current dose the patient had not had any increased spasticity. A call from the patient's mother today stated the patient was doing ok - not lethargic and no increased spasticity. The patient had returned home and was well.